Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call was visiting health care provider and the pump was completely not working. The insulin pump continued alarming no delivery. Customer stated the pump will not deliver insulin and a black dot keeps appearing. The customer's blood glucose was over 500mg/dl, rising to 600mg/dl. The customer is asking for pump to be replaced.